Manufacturer narrative:
Block h6: problem code 2969 captures the reportable event of device contaminated during manufacture or shipping. Bock h10: one cold snare was received for analysis. Visual evaluation of the complaint device noted a hair inside the sealed package. A risk review of the cold snare was completed using polypectomy snares risk management workbook and confirmed that the event of foreign matter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and the analysis performed, the most probable root cause for this problem is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, there was no evidence of a device misuse and no issue was noted; this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was prepared for use in the esophagus during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during preparation and outside the patient, it was noted that there was a strand of hair found inside the sterile package. There was no damage noted to the inner sterile pouch and the inner seal package was not compromised. There were no other issues noted with the device. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2969 captures the reportable event of device contaminated during manufacture or shipping. Bock h10: one cold snare was received for analysis. Visual evaluation of the complaint device noted a hair inside the sealed package. A risk review of the cold snare was completed using polypectomy snares risk management workbook and confirmed that the event of foreign matter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and the analysis performed, the most probable root cause for this problem is manufacturing deficiency. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was prepared for use in the esophagus during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during preparation and outside the patient, it was noted that there was a strand of hair found inside the sterile package. There was no damage noted to the inner sterile pouch and the inner seal package was not compromised. There were no other issues noted with the device. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was prepared for use in the esophagus during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during preparation and outside the patient, it was noted that there was a strand of hair found inside the sterile package. There was no damage noted to the inner sterile pouch and the inner seal package was not compromised. There were no other issues noted with the device. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.